Manufacturer narrative:
The device was returned to the manufacturer and analyzed. The customers initial report indicated diminished vaporization efficiency, which is not considered a reportable issue. The failure analysis disclose that the fiber cap was charred and drilled through. The fiber cap condition would prevent proper fiber function; the cap condition could also result in a diffuse beam and or a forward firing condition, which has been identified as a potential risk and safety issue. The root cause of the device failure was determined to be heat accumulation due to tissue contact and or technique and anatomical/procedural factors encountered during the procedure, limiting the performance of the fiber. The product labeling states that tissue contact or tissue probing may cause fiber damage or breakage. (B)(4) - thermal problem.

Event description:
Customer returned a fiber reported as "diminished vaporization efficiency at 164,568 joules." The case was reported to be completed using a second fiber. There was no injury reported.